Event description:
On 28-may-2026, it was reported that on (B)(6) 2026 the user experienced hyperglycemia with a reported blood glucose level of 576 mg/dl requiring emergency room treatment. The user was treated with insulin therapy and IV fluids and was discharged on (B)(6) 2026. The user recovered and resumed ilet therapy following a complete supply change.

Manufacturer narrative:
The user experienced severe hyperglycemia requiring emergency room treatment while using ilet therapy. Review of the complaint determined that the user had not changed the infusion set and tubing since training approximately one week earlier and had only replaced the cartridge despite ongoing hyperglycemia. During follow-up, the user reported continued elevated glucose values after replacing only the cartridge, and it was determined that the infusion set had exceeded the recommended wear duration. The user was educated on the requirement to replace the infusion set and tubing every three days and was assisted with a complete supply change. Following the supply change, the user reported glucose levels had returned to 90 mg/dl. Based on the available information, the event was attributed to use-related factors involving continued use of an expired infusion set and failure to perform a complete supply change. No device malfunction was alleged or identified. If additional information becomes available, a supplemental MDR will be submitted.